Event description:
Customer reported that the screen comes up blue and there is no sound. No reported pt involvement. Service representative was able to duplicate reported condition. The device was repaired and proper operation confirmed.